Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer stated that they had a low battery and changed batteries and die within minutes and had a high blood glucose level on the next morning. The customer was treated with manual injection for high blood glucose level. The customer declined troubleshoot to high blood glucose level. The pump will not be returned for analysis.